Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel & lithium heparinn (lh) 83 units blood collection tubes the tubes were under filling. The following information was provided by the initial reporter: customer states tubes are not fulling filling.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel & lithium heparinn (lh) 83 units blood collection tubes the tubes were under filling. The following information was provided by the initial reporter: customer states tubes are not fulling filling.

Manufacturer narrative:
H.6 investigation summary: bd received 4 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. The sample tubes were draw tested. All tubes were within specification limits. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.